Manufacturer narrative:
G2: country of the event is japan. H3: product analysis of product:9560524, lotno:my19a001 analysis found that the handle screw was stuck to the threaded part at the end of the cable. As a result, it could not be disassembled and repairs required cutting the cable. It was observed that there was holder failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility, service and repair) regarding a device u sed for spinal therapy. It was reported that instrument cannot be fixated properly. There was no patient involvement reported. There were no further complications reported regarding the event. Event occurred post-operative.